Event description:
Mw5168729 received via email with the following: it was reported to (B)(6) via email that cellentia hemodialyzer - single use 17h had a blood leak occurrence at start of treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No customer information is available to reach out to the customer to request additional information relate to the event.